Event description:
Patient stated that he had a mesh implanted to repair an umbilical hernia on (B)(6), 2014. Soon after he reported that his abdomen became distended and very painful. He described it as his stomach is blown up and hard with about 30lbs of water in it. Pt also stated that his surgical incision is warm to touch and that he has difficulty moving. He reported that he is going back to his physician to check for an allergic reaction and for more information regarding the mesh itself.